Event description:
It was reported that the lead showed out of range impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant devices, cont. 5076 pacing lead (B)(6) 2008. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.